Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level of 528 mg/dl. A manual insulin injection was administered to address bg level. Customer reverted to an alternate method of insulin therapy.